Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm suspended in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 70 mg/dl, and the meter bg reading was 342 mg/dl. As a result of the basal suspension, customer's bg level rose to 364 mg/dl. Bg was addressed via a manual injection of insulin. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.